Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to migration of the reservoir. The device was removed, replaced and repositioned. There were no patient complications.